Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. The patient condition was stable and the patient was discharged.